Event description:
Following an implant, backup vvi mode was noted on the device. The device was explanted following the event. The patient was in a stable condition with no adverse consequences.

Manufacturer narrative:
Device was received with the incorrect firmware version loaded due to download in the field. Analysis of the device image obtained from the pacemaker noted the device was in backup vvi mode due to a por (power on reset). After reloading correct firmware, laboratory testing could not reproduce the power-on reset, thus the cause of the reset could not be determined. The reported event of backup vvi mode was confirmed; however, the cause of the reset could not be determined from the device analysis in the laboratory setting.